Manufacturer narrative:
Device investigation on the available parts shows a mechanical damage to the conductive link, which is very likely related to the reported extrusion of the conductive link. Other damages found are most likely related to the removal surgery. The problems given in the patient report seem to be congruent with the damage found. This is a final report.

Event description:
Trauma has been reported. The device has been explanted.

Manufacturer narrative:
The device has been explanted and has been returned to (B)(4) where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
Trauma has been reported. The conductor link had extruded and there was visible damage (cut) to the conductor prior to the explantation. The device has been explanted.